Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tip was cracked, and part of the tip had detached from the electrode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic endoscopic submucosal dissection (esd) procedure, the distal end chip of the subject device came off. The procedure was completed with a similar device. There were no reports of patient harm.